Manufacturer narrative:
Investigation is complete. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00037.

Event description:
Allegedly there was one fracture of a high offset modular neck at the laser labeling without trauma. The neck was revised together with loose acetabular cup.